Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee implant was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that she had minor surgery on the knee years ago and have had problems with it hurting constantly. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through strykeractive (B)(4) complaint, "had minor surgery on my knee years ago by dr.(B)(6) have had problems with it hurting constantly, just think once you have knee surgery is a pain you have to live with".